Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Additionally, it was reported that the cartridge leaked. Customer's blood glucose level ranged between 240-257 mg/dl during these issues. A new cartridge was loaded to address both issues.